Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2024 wherein the ipg was revised and placed flat within the pocket to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg migrated after a car accident which caused discomfort at the ipg site. Surgical intervention may be undertaken at a later date to address the issue.